Event description:
The customer reported: "took subtraction images on its own." The fse noted there was an intermittent loss of live image when this occurred, thus making the system unusable. There is no report of injury or death associated with the event described in the account.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable connectors. The system operates as intended.